Manufacturer narrative:
Eval summary: two devices were returned analysis. Both devices were received with the clamping and firing mechanisms damaged and with a cartridge present in the device. The cartridges were received fully loaded with staples. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the yoke teeth were found broken. No functional test was performed due to the condition of the device. Although no conclusion could be reached as to how the firing and yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 300% inspection takes place during mfg to ensure the device meets the require specifications; the batch records were reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a vats procedure that a gun was removed from the packaging. Placed on tissue, the anvil, jaws of the instrument would not engage, close; as if locked out. Opened a second gun and exactly the same even occurred. Opened a third gun. There was no adverse pt consequence.